Manufacturer narrative:
B5- the reporter indicated that the surgeon implanted a 12.6mm vicmo 12.6 implantable collamer lens of diopter -15.5 was implanted into the right eye (od) on (B)(6) 2023. Reportedly the lens tore/ broke during injection/delivery into the eye. There was patient contact but no patient injury. The lens was implanted and removed intraoperatively. On the same day separate surgery the same model, length lens was implanted and the problem was resolved. H6- medical device problem code: 1494- off-label use (acd<3.0mm). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -15.5 diopter was implanted into the patient's right eye (od) on (B)(6) 2023. The lens was intraoperatively implanted, removed, and replaced for a same size lens due to the initial lens tear/break during injection/delivery into the eye. There was patient contact, but no patient injury. The problem was resolved.

Manufacturer narrative:
Patient information: unk. Work order search found no similar complaints. Claim# (B)(4).